Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a (B)(6) male patient, the electrode pads were lifting when a CPR compression machine was being used. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction. Please reference MDR# 1220908-2014-01402 for event with same patient.